Event description:
It was reported that around (B) (6) 2009, the pump was filled with hydromorphone. The pt returned for a refill around (B) (6) 2010 and the medication was changed to a combination of hydromorphone, bupivicaine and baclofen. On (B) (6), the pt was brought to the ER. She was somnolent, with signs and symptoms of possible overdose related to the pump medication. It was noted that the pt was a diabetic and had been told that she has compromised renal function. On admission to the ER, labs revealed that the pt was in renal failure; specific tests and values were not provided. The physician felt that the pt's kidney function was not sufficient to clear the narcotic administered by the pump, so it was decided to set the pump to minimum rate dosing. This reduced the hydromorphone dose to approx .003mg/day. While hospitalized the pt's renal function improved; the pt's pump dosing was increased twice and returned to the same dose the pt was receiving on admission to the ER. The pump was found to be functioning normally.

Manufacturer narrative:
(B) (4).